Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed on the same system, the issue occurred at the end of case. A philips remote service engineer (rse) analysed the system remotely and confirmed that during a cine run, the c-arm angle exhibited erratic negative readings. Additionally, there was remote alert indicating the ippc memory 2 problem occurred during post. To address the problem, the field service engineer (fse) implemented the philips correction associated with z-1156-2024. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system and the issue did not impact the procedure as it occurred at the end of procedure, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.